Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping due to a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel. No changes have been made and the ICD remains in service. No adverse patient effects were reported.